Event description:
One endeavor sprint drug-eluting stent was implanted in the distal rca. Seven days post implant, the patient was admitted to an outside hospital with chest pain. A mi is reported to have occurred seven days post implant. Further details of mi were not provided. Patient cardiac status at 30 day follow up was unstable angina. The investigator has not assessed regarding the relationship between the event and the device, drug/polymer or study stent.